Event description:
Reportedly, 3 freezing containers ruptured during thawing. The patients were not effected by the events. Sufficient back-up cells on hand for each patient. Upon investigation of the event, with the customer it was determined that the customer does not transition the frozen containers in the vapor phase of the liquid nitrogen storage tank as advised in our product labeling. They also remove the very fragile frozen containers from their protective metal cassettes prior to immersion in liquid nitrogen. This is not normally done at the majority of cryopreservation centers in the u.s. Additionally, the use of a "dry shipper" was recommended to the reporter as well as changes to their thawing protocol. The frozen containers are extremely fragile after immersion in liquid nitrogen. Plunging the containers in liquid nitrogen after the containers have started to thaw on the laboratory counter may cause or contribute to the breakage events the reporter experienced.